Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh approach mid urethral sling and central and paravaginal defect repair using mesh device with cystoscopy on (B)(6) 2007 for complaints of prolapse, urinary incontinence and the inability to engage in sexual activity without pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent exploratory laparotomy, small bowel resection on (B)(6) 2009 due to small bowel obstruction. It was reported that patient underwent exploratory laparotomy, lysis of adhesions and appendectomy on (B)(6) 2009 due to small-bowel obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
.